Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-09166. It was reported the patient's ipg incision and back incision was not healing as expected. As a result, the patient had ipg and lead replaced with a new ipg and new lead. No infection noted.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-09166.